Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 22, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 for unspecific medical reasons and the patient was reimplanted with another cochlear device during the same surgery.